Event description:
Gutta percha placed on 10/8/98, increased asthma on 10/9/98, preventil hfa, arobiom tilade. Greater increased asthma on 10/10/98, peak flow 350 (normal 600). Asthma, hives at 2 am on 10/11/98, peak flow 350, proventil hfa, benadryl im 50mg, prednisone 20mg by mouth. Prednisone tapering doses from 10/11-10/18/98: 60mg, 60mg, 40mg, 40mg, 20mg, 20mg, 10mg, 10mg. Continued proventil hfa as needed. Gutta percha removed on 10/13/98. Singnificant easing of asthma on 10/15/98. No symptoms on 10/16/98.